Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button was no longer working on the insulin pump. Customer stated that when she changed her pump, it worked but it took a long time to work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No unexpected frozen screen anomalies were noted. The time advanced properly. However, the pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, and a shifted end cap sticker.